Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the new orders were not crossing over. The user had a couple of medication errors where they administered medication, because it was still on the pyxis active medications list, even though the medication had been discontinued. There were no delay, no adverse events or injuries reported based on this event.